Manufacturer narrative:
Fdp (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the results of the MRI were right lumbar 2-3 disc herniation with stenosis so the patient had a back surgery on (B)(6)2017. Pump dye study was done on (B)(6)17. Free flow cerebrospinal fluid (csf) was reported. Dye filled catheter and no breach in system noted. On (B)(6)2017, patient reported she didn't think pump was the problem; felt it was a disc; also did not feel she was having withdrawals. For the cause of the crack in the catheter, it was reported that no crack was ever determined. Patient's reported symptoms have resolved. Patient was (B)(6) lbs on (B)(6)17.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from business partner. It was reported that the patient had spasms [drug withdrawal syndrome], chills and was feeling shaky [tremor]. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; other relevant components include:: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen [300.0 mcg/ml] at a dose of 60.04 mcg/day, morphine [12.0 mg/ml] at a dose of 2.402 mg/day via an implantable pump for non-malignant pain. It was noted that the patient had a pump since 2002 and had surgery three times to have the pump replaced. It was reported on (B)(6) 2017 that the patient went to the hospital one month ago. It was related that the patient was experiencing something new starting (B)(6) 2017 where they had bad pain, was breaking out in sweat, nerve pain in the inner thigh and over the right hip and right leg. It was also stated that the from knee to feet were numb starting in (B)(6) 2017 and they were assuming nerve pain. The patient went to the hospital and they did an ultrasound which showed there was a crack in the catheter. The healthcare professional (hcp) brought the patient in and did a dye test to see if there was a crack in the catheter but didn¿t see the crack that the other doctor saw. It was indicated that the hcp was sending the patient to get an MRI (magnetic resonance imaging) the next day ((B)(6) 2017). It was noted that the patient went for a refill on the date of the report (B)(6) 2017 and they pulled the amount of medication out where it should be. It was detailed that in addition to pain, the patient was breaking out in withdrawal symptoms. It was stated that the patient was so sick to their stomach and was ¿dying, sweating.¿ the patient was breaking out in sweat in a house at 70 [degrees] with cold hands and feet. The patient was cold and felt like withdrawals. It was noted that the hcp did an inflammation shot but that was not helping with the breaking out in sweats and ¿everything else.¿ it was stated that the patient was not asking for medications or anything like that but needed to know what was going on with their self. No further complications were reported.